Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a motor failure message appeared on her insulin pump; she was then prompted to rewind the device but when she attempted to rewind the insulin pump alarmed with a motor sensor test failure. The patient's blood glucose at the time of incident was 190 mg/dl. Troubleshooting was initiated for a motor error issue and the customer mentioned that she kept her insulin pump next to her pocket book which has magnetic material on it. The customer attempted to rewind the insulin pump but she was unable to. The customer was advised to follow her medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a motion sensor test failure alarm during the rewind and stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the displacement test due to the alarm during the rewind. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.